Event description:
Customer called to report that the unicel dxc 600 synchron system generated seven falsely high calcium patient results due to an electrolyte injection cup leak. One result was reported outside the laboratory, but was rerun and amended before treatment was initiated; therefore, patient treatment was not affected by the erroneous results. Customer did not provide information regarding the rerun and other patient data.

Manufacturer narrative:
Customer stated that the electrolyte injection cup was overflowing and that the ion selective electrode analytes were not calibrating at the time the event was reported. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by advising customer to ensure the line connections were secure and to look for kinks or fibrous material, none of which were found. After the cts advised customer to prime the instrument system, no other leaks were observed. Customer was then able to calibrate the instrument and obtain acceptable results. The cts then followed up with customer to verify that the system was operational and to verify its performance. (B)(4).